Event description:
An internal trandsucer protector on a fresenius 2008e machine was found to have a small amount of blood in it. Reporter immediately changed the internal transducer protector. There is no way to determine how long the problem existed or the lot number of the external transducer protectors used.